Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer experienced this issue multiple times and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.